Event description:
The pt's medical history was not provided. Any concomitant medications were unknown. The pt was taking an unknown insulin via a burgundy humapen ergo with clear cartridge holder (lot#unknown/model#ms8930) for an unknown indication. The pt reported the following complaint to the lilly affiliate: the pen was not working properly and no insulin was delivered. On an unknown date the pt experienced a serious adverse event of blood glucose level of 600mg/dl. The pt's family member gave their pen to pt. After using the pen the pt's glucose level returned to normal. The event did not continue and the pt recovered. The pt operated the device and was a trained user. The duration of use was unknown. The device was discontinued. The device was returned to the company for analysis in 2003, investigation in progress.